Manufacturer narrative:
Unit was evaluated and repaired by an independent repair center.

Event description:
Per the independent repair center, the customer alleged problem is alarming/red light and alarm will not function, poppet not shifting. The key failure is the power switch has no alarm/short circuit / poppet is not shifting.